Manufacturer narrative:
Unique identifier (UDI): the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year and 6 months. The patient remains ongoing with pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device(lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2017 for suspected gastrointestinal (gi) bleeding. The patient had dark stools and their hemoglobin and hematocrit had dropped by half in the course of a few weeks. The patient was transfused with 1 unit of blood for anemia with a hemoglobin of 7.4 g/dl. A capsule endoscopy with push enteroscopy and c¿scope performed were negative for bleeding. Per gi recommendation, the patient was restarted on coumadin and aspirin and discharged to home on an unspecified date. As of (B)(6) 2018, the patient has had no melena and their most recent hemoglobin value was 8.4 g/dl. The patient has oral iron replacement and will follow-up at the lvad clinic as scheduled. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The system controller log files were submitted for evaluation. The pump appeared to have functioned as intended with no atypical faults or flags throughout the captured data. No unusual events were observed. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.